Event description:
It was reported that the pt was implanted a biolox delta head 12/14, 32 x 0 on (B)(6) 2014. The pt was revised on (B)(6) 2014 due to dislocation. The surgeon determined this was due to malposition of the cup, not a failure of the implants. During the revision, the cup/liner and head and neck were replaced.

Manufacturer narrative:
The MFR did not receive the explanted device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the device, the device packaging qual records were reviewed and found to be conforming. The device mfg qual records will be reviewed as part of the case investigation by the supplier of the ceramic components. A cause for this specific event cannot be ascertained from the info provided. As soon as additional info become available and an investigation result be available, an amended med device report will be submitted. Zimmer's reference number of this file is (B)(4). Note: this is a split case with zimmer warsaw, reference number (B)(4).